Event description:
Pt revised for custom patellar bearing disassociation from base plate. Snapped off caused by pt fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.